Manufacturer narrative:
E1: reporting institution phone #(B)(6). E1: reporter phone #(B)(6). A philips remote service engineer (rse) spoke to the customer, and a nemo (non engineering material only) service was agreed upon. The customer ordered a replacement transducer to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the avalon fm20 fetal monitor indicating the cardiotocograph shows noise at the focus input. It is known that the device was in use at the time of the event. No adverse event occurred.